Manufacturer narrative:
Unit passed the displacement test, rewind, basic occlusion test, and prime/compromised force sensor system test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform excessive no delivery test and occlusion test due to motor error alarms. Unit received with partially cracked reservoir tube lip, minor scratched display window, cracked case at window corner, cracked battery tube thread, cracked reservoir tube window, cracked case at reservoir tube window corner, and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error while attempting to deliver a bolus. The insulin pump was not delivering insulin. The customer attempted to do a self-test but the insulin pump alarmed motor error again. Customer's blood glucose level was 161 mg/dl. The customer was able to complete the rewind sequence. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.